Event description:
It was reported that the patient¿s wife stated an infusion set was deployed incorrectly, resulting in a bent cannula on the ilet system; during a supply change they connected a new inset, were unsure of next steps, and with support were guided to confirm drops, reconnect to the ilet, and resume delivery. Symptoms included skin irritation at the insertion site and pain upon insertion. Outcomes included no health consequences or impact, and blood glucose was not affected; a cgm value of 73 mg/dl was noted without clinical impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem related to improper or incorrect procedure or method, with no device problem found, and the affected device component was the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with an unintended use error that caused or contributed to the event.